Event description:
The customer reported that the system was saving images multiple times and out of order. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu, hard drive, and software were installed during the service call. The system was tested, found to be working as intended and returned to service.